Event description:
It was reported that the patient presented in-clinic for an initial implant procedure. During the procedure the implantable cardioverter defibrillator (ICD) header failed to connect to the leads properly and the set screw failed to be tightened. As a resolution the ICD was not implanted and a near at hand replacement was implanted instead on (B)(6) 2025. The patient condition was stable.

Manufacturer narrative:
The device was above elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Analysis revealed the left ventricular setscrew contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque wrench and was the cause of the reported event. The setscrew anomaly is consistent with having occurred during the procedure.